Event description:
In (B)(6), a patient had a left carotid endarterectomy with bovine patch angioplasty and temporary shunt placement using vascu-guard vg-0108n, lot # sp16d12-1140707, expiration date 1/18/2021, diluent ns, package intact. The same date, the vascular surgeon was reportedly notified of the baxter safety alert dated four days previously wherein this lot number is listed.